Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The pump was exercised with no alarms occurring. Review of the pump history revealed several loss of prime warnings associated with zero force. An "ezprime" operation was performed with no loss of prime warnings duplicated.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.